Event description:
It was reported that during explant procedure of the cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion (nbd), noisy signals oversensed were found on this right ventricular (rv) lead. No pacing inhibition was noted. The physician decided to keep the rv lead implanted. This device remains in service. No adverse patient effects were reported.